Event description:
The MFR field service engineer reported that the customer tried to turn on the imaging system and observed that the power button was flashing. A smoky smell appeared to be coming from the inside of the imaging system. It was further reported that there was no on-ongoing procedure and no pt present at the time when the incident occurred.

Manufacturer narrative:
Internal reference: (B)(4). The device has not been returned to the MFR for eval. A supplemental report will be submitted when the MFR¿s investigation is completed.